Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on the night of (B)(6) 2025. The patient tried to pair the sensor and got a brief sensor issue after the warmup. The sensor then failed after 3 hours. The patient did not manage to use the sensor and felt so sick all night. The next day her husband took a finger prick and got a "high" reading on the glucose meter, so the husband brought her to the hospital. She was in diabetic ketoacidosis (dka) with bg of 800 mg/dl. She said that they did lab work on her, and gave her insulin IV, and other medications that she cannot remember to help her blood sugar to go down. Her blood sugar then normalized on (B)(6) 2025 to 130 mg/dl. She was discharged on (B)(6) 2025. Performance data was reviewed. A sensor failure was not found within the investigation window. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.